Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: photos were returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned photos. After the photos visualization, it was observed that the purevue ccs light china local is displaying reddish images. No further information was provided. The overall complaint was confirmed as the observed condition of the purevue ccs light china local would have contributed to the complained device issue. Based on the investigation findings, it was conclude that the device needs to be received at our service center in order to provide a complete evaluation and determine a root cause for the issue experienced by the customer. Therefore. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during an arthroscopy procedure the purevue ccs light china local device screen suddenly turned red along with the camera head ac c mount china local device. Another like device was used to complete the procedure. There was a one hour delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.